Event description:
Per the clinic the device was explanted on (B)(6) 2022, due to poor performance. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 20, 2024.